Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The information provided indicated the consumer reported the string pulled out of the tampon leaving the tampon inside. She experienced cramping and odor. She removed the tampon the next day.